Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product. Potential contributory factor include previous filler treatments. The sculptra was used off label with regard to injection location of undereye area and the elbow. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-dec-2023 by a physician assistant which refers to a 59-year-old female patient. Additional information was received on 08-dec-2023 from an other health professional. No information about medical history, concomitant medication, or history of allergies has been provided. The patient had previously received extensive treatment with unspecified fillers with no issues. On an unknown date, 3 to 4 years ago, the patient received two treatments with sculptra to cheeks, chin, the undereye area, and the elbow (unknown amount, lot number, injection technique and needle type) by another provider. The sculptra was injected in the undereye area and the elbow (off label use of device). On an unknown date in 2022 (about a year ago from date of report), the patient experienced twenty-four nodules (implant site nodule) on her chin, under eyes, cheeks and in elbows. On an unknown date, the nodules were treated with subcision and saline [sodium chloride], which had no effect, by a different provider other than the injector. This treating hcp ultimately surgically excised 12 out of the 24 nodules. On (B)(6) 2022, the reporting hcp had seen the patient for the first time and at that time 12 nodules were still present on the chin, tear troughs, cheeks, and elbows. No treatment was provided but the patient was instructed not to receive more fillers of any kind for the time being. The reporting hcp plans to perform bioidentical hormone testing, a full executive physical examination, and other lab testing for possible autoimmune diseases when the patient returns for follow-up. The reporting hcp believed that the nodules were related to an undiagnosed autoimmune disease, stressors, or another underlying stress which triggered disease because the patient has an extensive history of receiving treatment with unspecified fillers with no issues and she had many stressful life changes in the past year. The hcp hopes that the suspected underlying cause might be treated and once treated, the nodules would resolve spontaneously or with minimally invasive treatments. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Sculptra was injected in the undereye area and the elbow was recovered/resolved.